Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that oversensing marking high rate episodes and noise reversions was observed on the lead. The patient has dementia and is pacemaker dependent. The lead was capped and replaced on (B)(6) 2019. The device was also explanted and replaced with an unknown reason. The patient was fine. Related manufacturer reference number: 3006705815-2019-04601.